Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined further troubleshooting with tandem technical support.